Manufacturer narrative:
Additional information: g3,h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted of the returned photo that a monitor was turned on and had a battery icon displayed on the bottom right corner. It was reported that in an ambulance setting, multiple batteries with multiple handles exhibited several issues; including failure to turn on, once turned on a blue screen appeared showing the battery life, stuck on a series of numbers displayed on the screen, and unable to turn off the device as shown from the photo and video provided, despite replacing the batteries. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot# h24120104. 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot# h24122104. 340-000-000, 340-000-000 mcgrath 3.6v battery 340-000-000, lot # h24071204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, in an ambulance setting, multiple batteries exhibited several issues including failure to turn on and blue screens appearing. Handles were tested with known good batteries, but it was unknown if the problem was resolved after replacement. For some devices, the light-emitting diode was illuminated on the display, but the battery icon was not shown; for others, the led was not illuminated. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted no damages. The battery was installed in a test handle and was unable to power on, there was no display or led activation. The battery was measured to be depleted. It was reported that multiple batteries with multiple handles exhibited several issues; including failure to turn on, once turned on a blue screen appeared showing the battery life, stuck on a series of numbers displayed on the screen, and unable to turn off the device as shown from the photo and video provided, despite replacing the batteries. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.